Event description:
A malfunction alarm was reported, but no notable events occurred prior to the issue. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support provided pump reset information and assisted the customer in resetting the pump, after which the malfunction code did not recur.